Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 370 mg/dl while using the ilet, with the device displaying a high glucose indication and no other alerts; the user and support staff inspected for infusion site leakage, found none, and performed a full infusion set change using an inset 6 mm, 23-inch set, after which insulin delivery was resumed as usual. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and site replacement. Investigation included user-guided inspection of the infusion site and replacement of the infusion set, along with education on troubleshooting steps. Investigation of this case revealed no abnormal findings at the site or device level based on user observation, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.